Event description:
The patient underwent aortic valve replacement on (B)(6) 2000, where this 21 mm sjm valve was implanted. Thirteen years postoperatively, the valve was explanted due to patient/prosthesis mismatch and pannus. The valve was replaced with a valve from another manufacturer. The patient was reported to be okay postoperatively.